Event description:
It was reported there was an issue regarding 2 different lots of healon gv product. White fluff corresponding to 5 o'clock was observed. The issue was first observed during the implantation/application phase. No further information provided. This is 1 of 2 reports. Another report is being submitted to capture other report.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable. Healon is not an implantable device. Section d6b: explant date: not applicable. Healon is not an implantable device; therefore, not explanted. Section e1: telephone number: (B)(6). Section h3: other (81): the healon gv was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information section h3 - device evaluated by manufacturer? Yes device evaluation: photograph analysis of an image provided by the customer was performed. The image depicted a monitor which appeared to be the eye during the procedure. A white dot can be seen at the 5 o'clock position; however, due to the photograph quality, it cannot be confirmed that it is foreign matter. The event cannot be confirmed through photograph analysis. At the time of the investigation, product was not available for evaluation; therefore, no testing could be performed. If product is received and product evaluation is performed, this investigation record will be reopened to document product evaluation results. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction. Upon further review it was noticed that section d4: device catalog number was inadvertently reported incorrect. The correct values are as follows: section d4 device catalog number: 10331014. Primary unique device identification (UDI) number: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.